Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported perforation appears to be due to procedural conditions. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post procedure, pericardial effusion was noted requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. One clip was implanted, reducing mr to 1-2. The procedure was completed successfully. However, six hours later post procedure, a small pericardial effusion was noted. Pericardiocentesis was performed and the patient was stabilized. The patient is being monitored. No additional information was provided.